Event description:
It was reported that a battery replacement occurred and the leads would not fit into the new battery. As a result the extensions were replaced. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).